Event description:
It was reported that approximately 9 years post filter implant, x-ray imaging identified a detached vena cava filter limb attached to the ivc wall at the level of the filter. The discovery was made as an incidental finding. The filter remains implanted and there was no reported pt injury. The pt is asymptomatic.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation is lot number is unk. The filter and detached component remain implanted. Images were not returned therefore, a sample evaluation could not be performed. The results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) states warnings / potential complications. Filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that approximately 9 years post filter implant, x-ray imaging identified four detached vena cava filter limbs, one limb has penetrated the ivc wall at the level of the filter, the second limb has perforated the renal vein, and the third limb penetrated the ivc wall near the aorta, and the fourth limb was located in the heart. The filter remains implanted and there was no reported patient injury. The patient is reported to be asymptomatic.

Manufacturer narrative:
New information received from medical records. A vena cava filter retrieval procedure was performed. The filter was removed by the use of rigid forceps. A detached limb was reported in the right ventricle and two detached limbs embedded in the ivc wall could not be retrieved.

Event description:
New information received from medical records. It was reported that approximately nine years post filter deployment, a CT scan demonstrated a detached limb embedded in the ivc wall. During the filter retrieval procedure, the vena cava filter was captured and removed with rigid forceps, however, a detached filter limb in the right ventricle and two detached filter limbs embedded in the ivc wall were not retrieved. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were received and reviewed. Based on the medical records, three detached limbs and removal difficulties can be confirmed. Update: date of event.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, x-ray revealed fracture of one of the struts of the filter. Approximately four years later, x-ray revealed a bard recovery filter in place with a fractured leg extending posteriorly. Approximately three months later, computed tomography revealed the inferior vena cava filter with 1 prong fracture. This lied posterior to the inferior vena cava extending into the retroperitoneum and multiple other struts appeared to protrude out from the inferior vena cava. It was also noted that the filter was superiorly placed and one of the legs extended into the right renal vein. There was another leg that had penetrated the inferior vena cava and directed towards the aorta. However, this did not penetrate the aorta. Another leg of the filter was directed posteriorly causing chronic erosive change on l3 vertebral body. Subsequently two days later, computed tomography revealed bard recovery filter with multi component penetration into the retroperitoneum and one leg involving an adjacent vertebral body. There was at least one fractured component in the retroperitoneum. In addition, there was an old fractured and embolized component within the right ventricle. Approximately two months later, patient presented for filter retrieval. Initial fluoroscopic spot films demonstrated a recovery ivc filter with two old fractured arms and an additional known fractured arm embedded in the right ventricular wall. Through jugular vein access, a bard recovery cone sheath was inserted over the amplatz wire and a recovery cone was initially used to attempt capture of the apex of the inferior vena cava filter. This was unsuccessful and the recovery cone was removed. After several attempts did not alter the positioning of this fractured arm, this arm was confirmed to be extra luminal in location along the wall of the right renal vein. The recovery cone sheath was exchanged for a new 12-french long sheath. Rigid forceps were inserted through this sheath and used to capture the apex of the ivc filter. The sheath was advanced over the filer and the filter retracted and removed. Two fractured arms remained in stable extraluminal position-one of which lies in the retroperitoneum and the second in the wall of the right renal vein. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately 9 years post filter implant, x-ray imaging identified four detached vena cava filter limbs; one limb has penetrated the ivc wall at the level of the filter, the second limb has perforated the renal vein, and the third limb penetrated the ivc wall near the aorta, and the fourth limb was located in the heart. The filter remains implanted and there was no reported patient injury. The patient is reported to be asymptomatic. New information received from medical records: it was reported that approximately nine years post filter deployment, a CT scan demonstrated a detached limb embedded in the ivc wall. During the filter retrieval procedure, the vena cava filter was captured and removed with rigid forceps; however, a detached filter limb in the right ventricle and two detached filter limbs embedded in the ivc wall were not retrieved. The patient status at this time is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient due to postoperative hemorrhage after undergoing c-section . At some time post filter deployment, it was alleged that the filter struts detached and three struts perforated,one into the right renal vein, second penetrating the vena cava directed towards the aorta, a third directed posteriorly causing chronic erosive change on the l3 vertebral body. The device was removed percutaneously and the detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached strut retained in retroperitoneum, one within right ventricle and another to be extra luminal in location along the wall of the right renal vein. The current status of the patient is unknown.